Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the vector express test was run and all tests came back with high left ventricular (lv) measurements, however, the manual lv threshold tested with optimal parameters. The vector express test was run again the next day with the same outcome. It was noted when the device was programmed to vvi pacing configuration instead of ddd, the vector express testing worked as expected and matched the manual tested threshold values. It was discovered that the right atrial (ra) lead was only capturing intermittently and lead dislodgement was suspected. The ra lead was programmed off and the patient will be seen by an electrophysiologist in case the ra lead will need to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the device clinic confirmed the patient had elected not to receive a lead revision and remains under monitoring at this time. The system remains in use. No further patient complications have been reported as a result of this event.